Event description:
It was reported that a malfunction alarm occurred. Reportedly the customer had an alternate pump for insulin therapy. Customer¿s blood glucose level was 8.9 mmol/l. Reportedly the customer had an alternate pump for insulin therapy.